Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the unit returned without the imaging window. A kink in the imaging core at the lapjoint assembly from femoral marker to the distal end. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that sheath detachment occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), they noticed that the shaft was kinked at the distal. When they pulled the shaft from the distal, the outer catheter got separated and the transducer was exposed. The procedure was completed with another lot of same device. No patients complication were reported.

Manufacturer narrative:
Age at time of event: above 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sheath detachment occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), they noticed that the shaft was kinked at the distal. When they pulled the shaft from the distal, the outer catheter got separated and the transducer was exposed. The procedure was completed with another lot of same device. No patients complication were reported.